Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was experiencing uncomfortable stimulation and stimulation in the wrong location. When the patient last saw their healthcare professional (hcp), they really cranked her up, increasing the stimulation from 2.8 to 4.9 on program 1. At this setting, the patient was uncomfortable and was experiencing "zingers" from their groin down their leg. They reported that it hurt them so the stimulation was reduced to 4.2. The implantable neurostimulator (ins) was confirmed to be on and decreasing the stimulation output resolved the uncomfortable stimulation. After changing to program 2 (per hcp request) and increasing stimulation to 2.2, the patient felt stimulation in the target area. On 2017-03-15, it was reported that, on (B)(6) 2017, the patient felt stimulation going down to their heel on program 3. It was noted that the patient had been on program 3 since, at least, (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.